Manufacturer narrative:
Pt over 18 years old. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties and a shaft break occurred. The 12x2.0mm maverick2 monorail coronary balloon was used to dilate the target lesion located in the distal right coronary artery (rca). Upon removal, the maverick balloon catheter got stuck on the non-bsc guidewire which was not wiped down during the procedure. When the technician attempted to separate the two devices outside the pt, the distal end of the balloon catheter broke into two pieces. The physician successfully completed the procedure before this event occurred. There were no pt complications and the pt's current condition is listed as "fine." Additional info was requested but was not available.